Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past few weeks. The customer reported the battery shut off due to the battery issue. In addition, the customer reportedly received a prompt stating "all deliveries had been stopped". The customer was unable to provide further information and declined to upload the pump data for review by tandem technical support. The customer¿s blood glucose was in the 300s (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.